Event description:
A patient was having a MRI of t-spine and l-spine. The patient was touching the side of scanner due to weight. Pads were against arms. 6-7 minutes into the scan, the pt alerted staff that the right thigh was burning. Scan was stopped.